Event description:
The following eport was received from the field: this pt experienced a 90% in stent restenosis of a previously placed cypher stent in the left main artery (lma)/ circumflex artery (lcx) approximately seven months post implant. This was treated with re-intervention (pci) and the placement of an additional competitor's drug-eluting stent. For the index procedure, this pt was taken electively to the cardiac cath lab, where angiography revealed a denovo. Calcified, moderate (15mm), 90% c-type lesion in the protected left main (lm)/ circumflex (lcx; across the ostium). Angiomax was administered via IV, @226 cc/hr for three hours. There were no difficulties in accessing or wiring the vessel noted. The lesion was predilated with a 2.5 x 20mm balloon inflated to 6 atms for 30 seconds. A 3.5 x 23mm cypher stent was deployed to 14 atms for 35 seconds with satisfactory results. The stent was post-dilated with non-compliant balloon (quantum) inflated to 13 atms for 25 seconds. Residual stenosis was reported to be 0%.